Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. In addition, the customer reported the pump battery went up 10% after only being connected to a power source for a few minutes. There was no patient involvement, as the pump was not being used on the patient at the time of the event. Reportedly the customer has a backup pump as alternate insulin therapy until the replacement pump is received.